Event description:
The multi-sample needle retractable sheath malfunctions whereby it does not fully retract over the needle during changes of the blood collection tubes resulting in leakage of blood droplets in the needle/tube holder.